Event description:
Meter name: ot profile. Strip name: one touch. Meter code: 5 strip code: 5 strip storage: unknown, but in good condition. Symptoms: felt low and had a low reaction. A pt reported they were obtaining high readings, but felt low. Their meter allegedly was inaccurately high. The result on their meter was 170 mg/dl. The result on the other meter was 54 mg/dl. The time difference between pt's meter and the other meter was between 21-30 minutes. Treatment was food. No further info has been reported.